Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation will be capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii and that patient complains of "medial swelling of right breast¿, ¿presence of a lump in the medial right breast, palpable in the supine position only". The device remains implanted.